Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during an embolization of aneurysm sac and placing an infrarenal stent graft procedure on the male patient, the sheath uncoiled as it was being removed from the patient. Although the patient did not require any additional procedure, he did experience more blood loss due to this occurrence.

Manufacturer narrative:
Initial MDR was submitted by william cook (B)(4) under reference # 3002808486-2016-00123. Additional information provided on (B)(6) 2016 determined this device was manufactured by (B)(4). Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Evaluation- the product was not returned to assist with the investigation. No notes of relevance found in the work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation .

Event description:
It is alleged that patient received a cook gunther tulip filter on (B)(6) 2011 at the (B)(6) medical center in (B)(6). Dr. (B)(6) performed the implant procedure. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation - evaluation: clinical opinion of the event: it was reported that "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience the adverse effect of more blood loss due to this occurrence." Due to the available information it is reasonable to suggest that the root cause of the event might be linked to the surgical procedure or to an eventual malfunction of the device. A review of the complaint history, device history record, documentation, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve introducer may result when the fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the visual inspection of the returned device reported the sheath was returned as one overall segment with three sections of separated tubing having intact coiling in-between. The proximal section was 34.5 cm, the middle section was 31.2 cm, and the distal section was 14.7 cm. There was also exposed coil extending out of the distal tubing section. Both the proximal and distal tubing sections contained areas which appeared to be elongated. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. In the event description it was noted that the patient¿s anatomy was calcified, and during the endovascular repair/angioplasty procedure the surgeon experienced extensive friction when removing the raabe sheath. Therefore, it is feasible to suggest that the calcification could have contributed to the device getting stuck, and thus excessive force may have been used during removal, which could have caused the reported failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during an embolization of aneurysm sac and placing an infrarenal stent graft procedure on the male patient, the sheath uncoiled as it was being removed from the patient. Although the patient did not require any additional procedure, he did experience more blood loss due to this occurrence.

Manufacturer narrative:
Hub separation found upon return of device. A separate file was opened under (B)(4). This follow up is reporting on hub separation. (B)(4). The description of event states, "when the device was returned, it was determined that the hub had separated." In the event description it was also noted that the patient¿s anatomy was calcified, and during the endovascular repair/angioplasty procedure the surgeon experienced extensive friction when removing the raabe sheath. Therefore, it is feasible to suggest that patient condition could have contributed to device failure. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
When the device was returned, it was determined that the hub had separated. This failure mode was captured under cook inc. Reference (B)(4). This is a follow up on the investigation of the hub separation.

Manufacturer narrative:
Two lots were provided by the customer #4392691, MFR 2013-07, exp 2016-07 or #6447571, MFR 2015-12, exp 2018-12, it is unknown which lot was involved in this event. Investigation - evaluation : one used/damaged device was returned for investigation. The sheath was returned as one overall segment with three sections of separated tubing having intact coiling in-between.the proximal section was 34.5 cm, the middle section was 31.2 cm, and the distal section was 14.7 cm. There was also exposed coil extending out of the distal tubing section. Both the proximal and distal tubing sections contained areas which appeared to be elongated. Additionally, photos show sheath tubing separated from the check-flo valve assembly. Photographs show that the sheath flare had a ruffled appearance. The observed distorted flare suggests that the flare was securely seated in the cap, and that a significant amount of force was needed for separation. A review of the complaint history, device history record, documentation, instructions for use (IFU), trends, quality control and visual/photographic inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. The maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve introducer may result when the fit is tight. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ in the event description it was noted that the patient¿s anatomy was calcified, and during the endovascular repair/angioplasty procedure the surgeon experienced extensive friction when removing the raabe sheath. Therefore, it is feasible to suggest that the calcification could have contributed to the device getting stuck, and thus excessive force may have been used during removal, which could have caused the reported failure mode. This issue of the hub separation for flexor sheaths has been escalated per internal processes. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that during an embolization of aneurysm sac and placing an infrarenal stent graft procedure on the male patient, the sheath uncoiled as it was being removed from the patient's leg. The reporter did note the patient's anatomy was calcified. According to the initial reporter, the patient did experience the adverse effect of more blood loss due to this occurrence. Per the user facility medwatch report number (B)(4), "during endovascular repair/angioplasty procedure, surgeon experienced extensive friction when removing the raabe sheath, and the tip broke off inside the patient, with the wire still in place. Fluoroscopy confirmed tip was lodged in the descending thoracic aortobifemoral artery bypass graft. Surgical intervention required to remove tip, by making an incision in the groin and performing a transverse arteriotomy. The wire and sheath fragment were successfully removed, and incisions were repaired. Upon receipt of the device it was noted in addition to the sheath being uncoiled, the hub had separated as well.